Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin identified a fissure located below the lumen that did not affect therapy. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this patient had previously received an inappropriate shock due to oversensing of noisy signals and wandering baselines. The shock impedance was high but still within range. At the time the patient's sensing vector was changed to alternate. Recently the patient has received an additional inappropriate shock. The entire system was subsequently explanted due to these inappropriate shocks. No additional adverse events were reported.

Event description:
It was reported that this patient had previously received an inappropriate shock due to oversensing of noisy signals and wandering baselines. The shock impedance was high but still within range. At the time the patient's sensing vector was changed to alternate. Recently the patient has received an additional inappropriate shock. The entire system was subsequently explanted due to these inappropriate shocks. No additional adverse events were reported.